Event description:
Fourteen mos after the placement of the stent in the left middle cerebral artery, the pt underwent angioplasty to treat a 60% asymptomatic in stent restenosis. The restenosis had first been noted during f/u seven mos post procedure, at that time there was 40% asymptomatic restenosis and the physician decided not to treat at that time. There was no reported clinical consequence to the pt.

Manufacturer narrative:
Other for no allegation of prod malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather add'l info regarding the alleged event without result. Currently, there are no further details to report.